Manufacturer narrative:
Batch review performed on 31 may 2021: lot 173812: (B)(4) items manufactured and released on 31-oct-2017. Expiration date: 2022-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting anterior knee pain and the cause of the anterior knee pain is unknown. 3 years and 5 months after primary the surgery resurfaced the patient's natural patella and revised the poly. The surgery was completed successfully.